Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The account reported that the patient was admitted to the ICU due to an ICD shock on (B)(6)2020. The patient had an angiogram, angioplasty, and an ablation performed. The patient was discharged on (B)(6) 2020, and remains ongoing on vad support with no further issues reported. Cardiac arrhythmia is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2020 due to implantable cardioverter-defibrillator (ICD) shock. The patient was admitted to intensive care unit and had an angiogram, angioplasty and an ablation. The patient was discharged on (B)(6) 2020. It was unknown if the lvad device caused or contributed to the arrhythmia.